Event description:
The customer reported that the alarm has power but the on/off switch is intermittent. There is no visible damage detected by the customer. This was discovered while in use with a patient and there was no patient incident or injury. Inspection of the returned alarm found that the nurse call function was intermittent.

Manufacturer narrative:
(B)(4) - on/off switch is intermittent. Results: evaluation of the returned product found that the nurse call function is intermittent. (B)(4).